Event description:
It was reported that a continuous glucose monitor (cgm) error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer contacted technical support and successfully completed a pump reset with their assistance, allowing them to start a new sensor session without further errors.